Event description:
It was reported that the generator kept giving footswitch errors during a demonstration. There was no case involvement. The footswitch cable is to be returned. The footswitch cable was black.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. Visual and functional examination found that the cable was damaged at the amphenol connector clamp proximity.